Manufacturer narrative:
Siemens has confirmed bacterial contamination in chemistry wash lot rd41041. A positive bias will be observed on ctni, ltni, tsh, pbnp and lpbn and a negative bias will be seen on ft4 when this lot is first placed on the instrument without recalibration of methods. Recalibration of these assays when using this lot will not correct the problem and may cause falsely high or low results. Siemens issued an urgent medical device recall dated july 2014, communication # (B)(4), to all accounts who had received the impacted lot. Customers were advised of the immediate remedial actions to be taken by the customer: immediately discontinue use and discard all inventory of chemistry wash lot rd41041. - if this lot was never in use on the instrument, no further action is needed. - if this lot had been in use: place an alternate lot of chemistry wash on the dimension system. Prime the new bottle of chemistry wash 30 times. Recalibrate the ctni, ltni, tsh, ft4, pbnp and/or lpbn assays using the alternate lot of chemistry wash onboard. For the listed assays, process quality control every 8 hours. In the urgent medical device recall communication it was stated that siemens was shipping replacement product at no charge for all orders filled with lot rd41041. As an additional precaution, a siemens customer service engineer would be making a visit to decontaminate the system(s) of customers who have used lot rd41041. A siemens customer service engineer was dispatched and did a system decontamination as of (B)(4) 2014.

Event description:
Falsely elevated troponin I (ctni) results were obtained on patient and qc samples with chemistry wash lot rd41041 on the dimension instrument. It is unknown if patient results were reported to physicians. The samples were tested on an alternate dimension instrument with a different lot of chemistry wash on board and lower, negative patient results were obtained in accord with other cardiac marker results. It is unknown if patient treatment was altered or prescribed on the basis of the falsely elevated troponin I results. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.